Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "fse requested. Matrix drawer no. 11 is jammed" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that there were no lights on the drawer controller board for matrix drawer number 11. The fse replaced the drawer controller board and the technical support specialist (tss) configured and rebooted the station and tested the functionality with no issues observed. During dchu visual inspection: pn 151730 21: the unit revealed signs of thermal damage, specifically on component u501. No fluid ingress, loose components or other anomalies were observed. During dchu testing: pn 151730 21: no testing was required due to evidence of thermal damage observed on the u501 component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini resulting from an electrical failure. This damage compromised communication and control signals, preventing the drawer from opening properly and leading to overall system malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank tower matrix drawer number 11 was jammed and failed to open. The customer tried to troubleshoot but drawer did not open under populate buttons and the drawer was highlighted in yellow and was not detected in the tester application. As per part investigation, it was determined that the root cause was thermal damage to component u501 on the pcba pmc pyxis mini due to an electrical failure, which compromised communication and control signals and prevented the drawer from opening properly. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.